Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient responded to a request for additional information and reported "chest hurts when I cough or sneeze, and I have had a persistent cough". The patient did not see any particles or residue on the device. The patient cleaned the device with a bucket of water and baby shampoo, then let air dry once a week. The patient stated no one has advised to stop using the device. The patient was irritated as a result of not receiving a notice that the device was recalled. The patient is willing to return the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: section b: other relevant history added. Section h: patient outcome code: chest pain, cough, and sneezing added.